Event description:
It was reported that the right ventricular lead had perforated the patient. Pericardial effusion was observed. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.